Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. However, the investigation also found a delaminated dso seal. The dso seal, battery door and rear housing was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was damaged to the battery compartment. Investigation also found a delaminated dso seal. There was no patient involvement.